Event description:
Olympus sales representative was informed the customer camera head has an image malfunction, ¿image goes dark or completely black¿. The cord or the tubing has multiple dents like it was stepped on. The customer reported problem was found during inspection before use. An olympus field service engineer (fse) visited the user facility to inspect the subject device. The fse inspected the device with the customer and confirmed the camera head had two broken places in the wiring harness that attributing to an intermittent operation. The fse recommended the subject device be returned to olympus for repair. No death, injury or harm was reported.

Manufacturer narrative:
To date, the device has not been returned. However, the investigation is ongoing. If additional information becomes available this medical device report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a faulty cable. The following information is stated in the instructions for use (IFU): ¿·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.